Event description:
It was reported that the customer experienced low blood glucose readings in the range of 30 mg/dl to 50 mg/dl. Customer stated that her blood glucose readings fluctuate at night and has had high blood glucose readings in the past as well. Troubleshooting was not performed as the customer did not have the insulin pump with her. Customer's most recent blood glucose reading was 140 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No cosmetic damage was noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.